Event description:
The user facility reported that a 50-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. During use, the tuohy valve was reportedly unable to hold the catheter in place. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The pump and purge cassette were returned for evaluation. Analysis of the device revealed that the tuohy locked and gripped the catheter without any issue when the catheter was cleaned and dried and when it was slick, the catheter was able to move with significant force when the tuohy was fully engaged. Given this evaluation, it is likely that the catheter was able to move as a result of blood between the catheter and the tuohy reducing the friction. The product worked as intended so this was determined to be a use-related issue. The root cause of the positioning issue was use related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.